Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a vats lobectomy procedure, the doctor found the staples didn't form well. It was not reported how the procedure was completed. There were no adverse consequences for the pt. The device was discarded.